Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. Following pre-dilatation, a 24 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient to perform another dilatation; however, it was noted that the stent struts were lifted up. The procedure was completed with another 24 x 3.00 promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was good.